Manufacturer narrative:
(B)(4). Report source, foreign: event occurred in (B)(6). Medical product : cpt hip system femoral stem 12/14 neck taper standard offset size 1 130mm stem length, reference 00811400100, lot 63735436, investigated in (B)(4). Versys hip system femoral head 12:14 taper 22mm diameter +3.0 neck length, reference (B)(4), batch 63677745, investigated in (B)(4)/ avantage cemented acetabular cup size 48, reference (B)(4), batch 0001105980, investigated in (B)(4). Optipac-s 60 refobacin bone cement r, reference (B)(4), batch a710b05615, investigated in (B)(4). Optipac-s 60 refobacin bone cement r, reference (B)(4), batch b708c06355, investigated in (B)(4). The device was not returned to the manufacturer. Therefore it could not be analyzed. The reported event could not be confirmed. The review of the device manufacturing quality record indicates that 24 products avantage inlay s48, reference (B)(4), batch 0001102705 were manufactured on 29th february 2016. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. Within one year, only the current complaint has been recorded for avantage cemented inlay s48, reference (B)(4), batch 0001102705 regarding the reported event. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that an initial left total hip arthroplasty was performed on (B)(6) 2017 due to left femoral neck fracture. Avantage cemented shell, avantage inlay, optipac-s 60 refobacin bone cement, femoral stem, femoral head sterile and intramedullary plug were implanted. Subsequently, the patient experienced redness and drainage from the surgical site, was placed on prophylactic antibiotics, and was admitted for observation to rule out infection. Infection was ruled out, and the drainage discontinued without further complication. Wound complication lasted until mid-february as per patient. Avantage cemented shell ø48mm (handle in (B)(4)), avantage inlay s48 (handle in (B)(4)), optipac-s 60 refobacin bone cement lot a710b05615 (handle in (B)(4)) and lot b708c06355 (handle in (B)(4)), femoral stem 12/14 (handle in (B)(4)) and femoral head sterile 12/14 (handle in (B)(4)). Subsequently, the patient was revised on (B)(6) 2018 due to recurrent dislocations, instability, and impingement. During the revision, a hematoma was noted as well as an absent posterior joint capsule. The avantage cemented shellø48mm was left in place (investigated in (B)(4)). The stem (investigated in (B)(4)) and femoral head (investigated in (B)(4)) were replaced with a competitor product, and the bearing (investigated in the current complaint (B)(4)) was replaced by the avantage inlay s48 / 28. On (B)(6) 2018, the patient underwent a stage 1 revision of all components with implantation of an antibiotic spacer due to femoral periprosthetic fracture and concurrent infection (investigated in (B)(4)). The spacer was removed during the stage 2 revision on (B)(6) 2019. No additional patient consequences were reported.